Manufacturer narrative:
Hologic product application specialist (pas) reviewed the logs and noted that the asars /flu assay run, wl (B)(4) appeared to be a combination of kit and sample mishandling. Pas recommended the customer to clean benches and touch points and maintain lab cleaning. The customer suspected sars-cov-2 contamination in multiple sites of the lab and therefore ran environmental swabs. Initial environmental swab testing produced sars-cov-2 positive results. The customer performed multiple lab clean ups and during their final clean up environmental swabs produced negative results.

Event description:
On (B)(6) 2022 hologic technical support (ts) received a complaint regarding failed aptima sars-cov-2 (asars) run due to invalid controls (wl (B)(4) during the troubleshooting process, ts observed that a different worklist, the asars/flu wl (B)(4) 10 ml: 311640, had multiple sars-cov-2 positive results towards the end of the run. Ts indicated that it could be related to a sample shield issue, or sample and/or kit mishandling/contamination. Results from asars/flu wl (B)(4) were reported out. Customer is not aware of any patient treatment due to the reported results. Overall, wl (B)(4) had 93 positives for sars-cov-2, 38 positives for flu a and 0 positives for flu b. All results have been reported out. Customer indicated that specimens with valid results are discarded following testing; repeat testing could not be performed on the original samples and any follow up testing must be performed with freshly collected samples. Of note, customer did not inform hologic about any type of repeat testing or amending of results.